Manufacturer narrative:
The section b3 was corrected which was inadvertently reported incorrectly in the initial report.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the deliver issue was determined to be patient condition as the patient had small ascending aorta and anatomical reasons preventing successful delivery of impella.

Manufacturer narrative:
Per the investigation team request the impella pump was changed to guidewire. D1 and d4 were updated according to updated impacted product information.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 73-year-old male patient presented with post-cardiotomy cardiogenic shock, and the treatment plan included implantation of the impella 5.5 device for hemodynamic support. The impella 5.5 could not be implanted through the right subclavian artery because the guidewire could not be advanced into the left ventricle due to unknown anatomical factors. In addition, the ascending aorta was determined to be too small to allow for direct implantation of the impella 5.5. There were no device-related or product-related issues identified.